Event description:
Reporter indicated that while the patient was hospitalized due to seizures, a system diagnostics test was done to rule out an end of service issue. The system diagnostics test resulted in a high lead impedance indicating a possible lead malfunction. Reporter also indicated that vns therapy system has been working well for this patient, stating "this patient was having 100 seizures a day and with vns, they are greatly reduced to hardly any." Further information received indicated that the patient was in a "comatose state" and was transferred to another facility for vns therapy system replacement surgery. X-rays done by treating neurologist, reportedly "did not show any lead issues." Patient underwent vns therapy replacement surgery.

Manufacturer narrative:
Device malfunction is suspected.